Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-08923. The 26mm commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery review found that the crimped valve was diving into the flex tip while in the femoral artery. Additionally, the delivery system and crimped valve appeared outside of the sheath profile. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system and the device training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event was confirmed based on the provided imagery. As the device was not returned, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "the physicians attempted to pull the valve, delivery system, and sheath out of the body but were not successful due to resistance when trying to remove the system. The perceived cause was that the delivery system potentially went through the seam on the esheath so as the delivery system was being advanced, the valve stayed in the same place in the esheath (near the external iliac artery) and the delivery system slack created a large loop extravascular." Based on the imagery evaluation, the crimped valve appeared diving into the flex tip during delivery system insertion into the sheath. It is possible that high push force was used to advance the delivery system, causing the valve to be pushed into the flex tip and resulting in valve diving. Additionally, imaging evaluation revealed the device insertion pathway was disrupted due to liner puncture where the delivery system with crimped valve exited through the sheath's seam. As the delivery system relies on the guidewire as a travel pathway, the disrupted pathway led to the crimped valve interacting with the sheath shaft/liner and increased the risk of interfering with the intended pathway of guidewire. Due to the loss of integrity of the sheath, the crimped valve was unable to get back inside the sheath, leading to withdrawal difficulties as a whole unit. In this case, available information suggests that procedural factors (disrupted pathway resulting from liner puncture) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve via transfemoral approach, when the physicians advanced the 26mm valve and delivery system through the 14 fr esheath+ with live fluoroscopy watching the lv wire and tip of the sheath. The patient's blood pressure began to decline rapidly and was hemodynamically unstable. The physicians looked with fluoroscopy, and it was noted that the delivery system was looped at the origin of the right external iliac and the valve appeared to remain in the vessel. The physicians pulled back on the delivery system to straighten the loop and performed an angiogram via a pigtail through the contralateral (left femoral artery access), which confirmed there was an iliac rupture. The physicians attempted to pull the valve, delivery system, and sheath out of the body but were not successful due to resistance when trying to remove the system. A non-edwards occlusion balloon was inserted via the left femoral artery and parked in the abdominal aorta. The patient never recovered and expired on the table. The perceived cause was that the delivery system potentially went through the seam on the esheath as the delivery system was being advanced, the valve stayed in the same place in the esheath (near the external iliac artery) and the delivery system slack created a large loop extravascular. Per report, a 14 fr esheath plus was prepped per the IFU. The right common femoral artery was accessed and preclosed with a perclose device before 14 fr esheath+ insertion. Sheath insertion was successful without incident.